Event description:
A salon using the quantum ipl machine, which they make a point of saying on their website is approved by the FDA, have badly burned my legs. I understand this is due to their misuse, but they also failed to supply me with safety goggles, and I was hoping you could tell me if using goggles is compulsory or not.